Manufacturer narrative:
One ampere¿ rf ablation generator was received for analysis. Visual inspection of the returned rf generator confirmed all input/output connector ports are free of physical damage, all labels are intact & legible, and normal wear was indicated on the chassis body. When power was applied to the generator, the screen illuminated to a generator malfunction error, which confirms the field reported event. For the sake of investigation, the rf/mn (radiofrequency/matching network) assembly was temporarily replaced with a known good assembly and upon power cycle to the generator, a normal boot up sequence was observed. All connector ports were then tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. No abnormal impedance values were observed. Rf energy output was measured during ablation testing and no further anomalies were identified throughout investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing a generator malfunction error was isolated to abnormal functionality of the rf/mn assembly.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 9680001-2019-00102. During a procedure, after performing ablation for approximately 40 minutes, the generator would not awaken from standby mode. The generator was power cycled, but was unable to pass the self test and displayed an unknown error message. The procedure was not able to be completed. There were no adverse consequences to the patient.